Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of filter being discolored was received from the customer. No product or photo was returned by the customer. The customer complaint of cosmetic issues - discoloration could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10011865 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported while using bd alaris extension set foreign matter was found. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: our picu and pcicu¿s are reporting that occasionally the filter turns slightly brown as seen in the picture attached. No clogs are reported but staff are concerned with the discoloration.